Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient felt tenderness at battery site due to weight loss. Patient lost significant weight and battery was causing discomfort so the battery was relocated. All impedances were good before and after the case. The issue was resolved at the time of the report. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had weight loss that affected the neurostimulator (ins) pocket. The ins was revised on (B)(6) 2019. No further complications were reported.